Manufacturer narrative:
H6: investigation summary no samples or photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that the expiration date was missing on the box of walgreens super thin ll short needle insulin syringes. The following information was provided by the initial reporter: "missing exp dates on box".

Event description:
It was reported that the expiration date was missing on the box of walgreens super thin ll short needle insulin syringes. The following information was provided by the initial reporter: "missing exp dates on box".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.